Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the were redirected to a doctor in another city who could adjust stimulation. The issue had not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for other chronic/intract pain (trunk/limbs) and post lumbar laminectomy syndrome. The patient reported that shortly after their sciatica surgery in (B)(6) 2017, they started experiencing uncomfortable stimulation down their leg. The patient indicated that they have a damaged nerve in their leg and foot, and they think that the stimulation is irritating it. They stated that they want to have their therapy reprogrammed because they no longer want stimulation going down their leg. They want the stimulation to be just at their hip and lower back. The patient connected with their implantable neurostimulator (ins) at the time of the report, and their programmer showed a ¿poor communication¿ message. They then started a charge session, which confirmed that the ins was about ¾ full. The patient was re-directed to follow-up with their healthcare provider for reprogramming. No further complications were reported or anticipated.